Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 210 mg/dl. The customer stated that the insulin pump works for a while and then changes site. The customer stated that did it different site and it works for a day or two and then does a no delivery. The patient wanted the insulin pump replaced. Nothing further needed. The customer was advised that we will send replacement insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.